Event description:
It was reported to boston scientific corporation that an advanix 8.5fr x 5cm and advanix 10fr x 9cm biliary plastic stents were implanted in the common bile duct of a patient on (B)(6) 2014 and (B)(6) 2015 respectively, as part of the e7058 wallflex biliary fc chronic pancreatitis clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2009. The patient's chronic pancreatitis was calcific and the etiology was alcoholic. On (B)(6) 2015, during a scheduled endoscopic retrograde cholangiopancreatography (ercp) procedure for stent exchange, they notice that one of the previously implanted stents migrated upward into the common bile duct. Reportedly, the migrated stent could either be the advanix 8.5fr x 5cm biliary plastic stent (implanted on (B)(6) 2014) or the advanix 10fr x 9cm biliary plastic stent (implanted on (B)(6) 2015). The procedure was completed with another advanix 10fr x 9cm biliary plastic stent. There were no patient complications and adverse events reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received as of june 14, 2016. The migrated stent was a 10f x 9cm plastic biliary stent which was implanted on (B)(6) 2015 during the per-protocol month 4 stent exchange endoscopic retrograde cholangiopancreatography (ercp).

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). Study source: e7058 wallflex biliary fc chronic pancreatitis rct. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix 8.5fr x 5cm and advanix 10fr x 9cm biliary plastic stents were implanted in the common bile duct of a patient on (B)(6) 2014 and (B)(6) 2015 respectively, as part of the e7058 wallflex biliary fc chronic pancreatitis clinical trial. According to the complainant, the patient was diagnosed with chronic pancreatitis in 2009. The patient's chronic pancreatitis was calcific and the etiology was alcoholic. On (B)(6) 2015, during a scheduled endoscopic retrograde cholangiopancreatography (ercp) procedure for stent exchange, they notice that one of the previously implanted stents migrated upward into the common bile duct. Reportedly, the migrated stent could either be the advanix 8.5fr x 5cm biliary plastic stent (implanted on (B)(6) 2014) or the advanix 10fr x 9cm biliary plastic stent (implanted on (B)(6) 2015). The procedure was completed with another advanix 10fr x 9cm biliary plastic stent. There were no patient complications and adverse events reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.